Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery jumped from 5% to 70% then back down to 10%. Later that day the battery gauge then displayed 100%. The customer stated they were not experiencing the battery issues at the time of the call. A replacement wall adapter was sent to the customer. There was no impact to the customer's blood glucose level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.